Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of (B)(4) (label claim)/(B)(4) (internal warning limit). There are no open issues identified at this time nor any previous complaints from this customer associated with false negative result issues prior to received date of april 25, 2022. Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false negative. The complainant performed two additional lucira tests and received positive results (1 lucira test taken prior to the negative test result and 1 lucira test taken afterwards).